Event description:
Caller reported a cgm error 42 which related to g6 sensor. There was no reported impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.